Event description:
Complaint information received indicated that when setting brake foot end holds but head caster swivel. No injury reported.

Manufacturer narrative:
Technician found stretcher in empty room. Head caster will swivel in brake mode. Found rocker arm and sem an head end caster was broken. Replaced with brake/steer upgrade kit to resolve this issue.